Event description:
Patient received allograft implantin 2003. Patient tested positive for hepatisis b antibodies. The graft is associated with the bts recall.

Manufacturer narrative:
The graft remains implanted, and is unavailable for analysis. The manufacturing records indicate that the graft passed all qa, and manufacturing controls. The donor information available suggest the serologies are all negative, and medical social questionairre does not indicate elevated risk for viral transmission. Based on rti's processing methods which include a validated demineralization, and irradiation process, the likelihood of viral transmission from this tissue is highly unlikely.